Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Section a4: during processing of this incident, further information regarding weight was requested but not received.

Event description:
It was reported patient's leads were fractured after a fall. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.